Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a sensor with missing the needle end and two sensors that had to be changed after two days. Blood glucose value is unknown. Product was not replaced or returned for analysis.